Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR¿s: 07389, 06728, 06780, and 06424

Event description:
It was reported that the pin of the connecting tube broke. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The inspection confirmed the reported event of a broken connecting tube. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely that external stress was applied to the connecting tube, which the lock lever of the tube detached. Subsequently, the tube was unable to be connected and the user may have applied stress toward wrong direction which caused the external stress. Labeling: abnormality is detectable by performing the following inspection. 9: preparation and inspection: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.